Event description:
It was reported that during a hand assisted left colon procedure, the staples did not form. The procedure was converted to open. A contour device was used to complete the procedure. The patient is okay.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.